Event description:
When dr. (B)(6) was utilizing the disposable lapcinch grasper tip during a laparoscopic case, part of the grasper came loose; however, it did not separate. Dr. (B)(6) was able to remove the grasper intact with no harm to patient. The rest of the lot was removed from service in an effort to prevent this from happening again. Fwbh surgical buyers were notified. Was submitted into the FDA - 5200630000-2022-8007.